Event description:
Reported via clinical study. It was reported that device did not seal. A left atrial appendage closure procedure was performed and a 20mm watchman flx pro closure device was implanted. At the 45-day follow up, computed tomography was performed which identified an apparent incomplete seal. The size of the leak was not assessed. Transesophageal echocardiogram (tee) was requested to be scheduled to confirm if it is a true incomplete seal. In the meantime, the patient was switched over to full dose of oral anticoagulation until device has complete seal.

Manufacturer narrative:
B5: additional information. H6: device code updated.

Event description:
Reported via clinical study. It was reported that device did not seal. A left atrial appendage closure procedure was performed and a 20mm watchman flx pro closure device was implanted. At the 45-day follow up, computed tomography was performed which identified an apparent incomplete seal. The size of the leak was not assessed. Transesophageal echocardiogram (tee) was requested to be scheduled to confirm if it is a true incomplete seal. In the meantime, the patient was switched over to full dose of oral anticoagulation until device has complete seal. It was further reported that the follow-up tee was performed showing a complete seal with no thrombus. The patient was transitioned to baby aspirin per study protocol randomization.